Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9508-33 humeral cup serial/batch number (B)(6) was received for investigation. The visual inspection found signs of wear and tear. The cutting edges are dull, and damage was observed on the connecter hole. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Devices with cutting functions or sharp points become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/08/2024 it was reported by a sales representative via (b)(3) that an ar-9508-33 humeral cup reamer was dull and did not ream away the bone sufficiently from their humeral 2 tray. The case was completed using a backup tray with no issues. This was discovered during a reverse total shoulder procedure with no patient harm reported. Additional information was received on 5/13/2024: this occurred on (B)(6) 2024 during reverse total shoulder procedure. There was no delay in the case other than opening another tray. The ar-9508-33 humeral cup reamer did not break, but was worn and did not work as intended.